Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿enteral feeding pump did not alarm when the feeding set came off rotor during testing.¿ the unit was triaged and the reported issue could not be confirmed at this time. Tested the unit for all triage tests with no faults. Performed the rotor error alarm test with the expectation of a rotor alarm occurring within 30 seconds of the test beginning. The test was set up with the unit doing a feed at 400ml/hr. Rate. The unit was placed in hold and the silicon tube removed from around rotor with the mystic and valve of the feed set remaining in place. There were 5 iterations performed for this procedure with the results for each iteration of: 11.19, 10.32, 10.97, 10.97, 11.28. All time measurements are in seconds and they were rotor errors as they should be. All the iterations of the test were within the acceptable parameters of the established results for the test. Performed a feed error test by running at 400ml/hr. For 2 hours with a total delivered volume of 770ml. The manual eputil was performed and passed without issues. The unit was found, after testing, to be in proper working condition with no faults. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump did not alarm when the feeding set came off rotor during testing. No patient involved.